Event description:
It was reported that no audio output occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6) 2023, the patient experienced 2 seizures, one at 10 pm and the next one shortly after due to hypoglycemia. The continuous glucose monitor (cgm) reading was low, and the blood glucose (bg) reading was below 2 mmol/l and there was no alert or alarm for urgent low. The reporter treated the patient with 2 glucose juices and called the paramedics. When the paramedics arrived, they treated the patient with glucagon. The patient was discharged 12 hours later. At the time of the report the patient was feeling ok. Data was provided, a review of performance data shows that the patient's always sound feature was enabled at the time of the incident and that her low alert was set to 4.0 mmol/l. The urgent low alert is fixed at 3.1 mmol/l. Data investigation did not find that the patient exceeded the urgent low alert threshold at any point on the alleged date of incident on (B)(6) 2023. However, performance data does show that after starting a new sensor session on the evening of (B)(6) 2023, the patient received an estimated glucose value (egv) of low (less than 2.2 mmol/l immediately following the completion of the warm-up phase at 11:46 pm. This was accompanied by a visual urgent low alert. At 11:51 pm, the patient received a second urgent low alert, this time at half volume, with an egv of low. At 11:56 pm, the patient received a third urgent low alert, this time at full volume, again with an egv of low. The patient continued to received urgent low alerts at full volume until the alert was acknowledged at 12:14 am. The patient was still reading low (less than 2.2 mmol/l) at this point, and her egvs remained below the low alert threshold until 12:46 am at which point she crossed back into target range with an egv of 4.4 mmol/l. The patient's allegation is undetermined. The device performed as intended and functioned within specifications and patient settings. Data was evaluated and confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).